Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower temperature high alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) could not duplicate the issue by performing a running test. The asp confirmed the blower temperature high alarm by inspecting the event log of the ventilator. Because the occurrence of the alarm was confirmed, the blower assembly was replaced as a preventative measure. No other abnormalities were observed. The asp completed a comprehensive inspection, cleaned the device, and performed a running and functional test of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.